Event description:
The customer contacted physio-control to report that their device showed the charge-pak and attention indicators in the readiness display. Upon evaluation of the device, physio-control observed that the device's internal hybrid layer capacitor (hlc) batteries had become depleted and that the device would not remain powered on to charge and shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and determined that the cause of the reported issue was due to excessive on-time of the device due to repeated power cycles. From the downloaded device data it was observed that repeated power cycles had been recorded and that over 7 hours of on-time had accumulated on the device. These repeated power cycles caused the internal hlc batteries to deplete to the point that the device could not charge and shock defibrillation energy. A replacement device was provided to the customer under warranty.